Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the conceal reservoir migrated. The component was removed and replaced with a new flat reservoir. No patient complications were reported.